Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use laser fiber was used in a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2020. According to the complainant, during procedure, the laser fiber was broken in two and stopped firing. The laser energy escaped and burnt a member of staff through the lead gown. It is unknown if any treatment was administered to the burn injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfire. Patient code 1757 captures the reportable event of user burn. Block h10: investigation results the returned lighttrail single use 230um laser fiber was analyzed, and a visual evaluation noted that it was returned in a biohazard bag. It was fragmented into four pieces. The first piece contained the sma connector. This section measured 161.4 cm. The piece had the glass exposed at the tip, that appeared to have been fractured. The second piece appeared to include the distal tip. The tip measured 2 mm. The tip appeared degraded. The whole piece measured to be 18.7 cm. The third piece had 2 breaks along the length and the section measured 45.5 cm. The fourth piece also had 2 breaks along the length and the section measured 79.3 cm. The condition of the returned device confirms that the fiber was broken during use, likely as a result of the handling of the device as it interacted with the scope. No other issues with the device were noted. The reported event was confirmed. The fiber was received in four sections. The product analysis found that the fiber was broken in several places along the length exposing the glass fiber. The coating was damaged indicating that the fiber was likely fired while damaged. Additionally, the condition of the device suggests it was fired while broken, resulting in a misfire. The damage to the fiber likely allowed laser energy to escape from the fiber body resulting in the reported burn. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail single use 230um laser fiber was used in a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6), 2020. According to the complainant, during procedure, the laser fiber was broken in two and stopped firing. The laser energy escaped and burnt a member of staff through the lead gown. It is unknown if any treatment was administered to the burn injury. No patient complicatons have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation on february 6, 2020 that a lighttrail single use 230um laser fiber was used in a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2020. According to the complainant, during procedure, the laser fiber was broken in two and stopped firing. The laser energy escaped and burnt a member of staff through the lead gown. It is unknown if any treatment was administered to the burn injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfire. Patient code 1757 captures the reportable event of user burn. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.